Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary battery in a 980 ventilator was not charging while the ventilator was plugged into a known good outlet. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) evaluated the ventilator and verified the reported event. The se replaced the battery pack. The se performed extended self-testing on the device and all tests passed.